Manufacturer narrative:
Technician found the bed in bed shop for other repair. The hi-lo head down would drift. Replaced CPR-trend valve to resolve this issue.

Event description:
Information received indicated that the hi-lo head would drift down.